Event description:
It was reported that multiple cartridge alarm 25's occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 220 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.